Event description:
During a routine device replacement procedure, an increased capture threshold and high pacing impedance were noted on the right ventricular (rv) lead. Lead damage was suspected. Diagnostic imaging was performed and no anomalies were noted. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.